Event description:
The customer received questionable tobramycin results for two patient samples on two separate days. The initial results, for both patients, were reported outside the laboratory. A pharmacist questioned the initial results and the samples were repeated. All repeat testing was performed on a cobas integra 400 analyzer. Patient 1, initial result was 1.7 ug/ml. The repeat result, tested (B)(6) 2010, was 0.2 ug/ml. Patient 2, tested (B)(6) 2011, initial result was 2.0 ug/ml. The repeat, tested (B)(6) 2011 result was 0.1 ug/ml. The tobramycin reagent lot number in use was 61878201. No adverse events have been alleged regarding the discrepancies. The customer declined field dispatch since preventative maintenance had been performed on the analyzer "a couple of weeks ago".